Event description:
The disposable loading unit was used with an auto suture multifire endo hernia disposable stapler during a laparoscopic hernia procedure. Reportedly, the instrument did not fire properly. The hospital has reported no pt injury occurred.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.